Event description:
It was reported that three polaris 5.5 plug drivers had twisted tips and another one had a tip that fractured off. There were no reported patient impacts. This is report one of four for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2023-00075 through 3012447612-2023-00077.

Manufacturer narrative:
Inspection: the returned device matches the information in the complaint file and was examined. Visual inspection revealed that 3 of the drivers were twisted at the tip, and 1 of them was fractured (lot zb130501). DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that three polaris 5.5 plug drivers had twisted tips and another one had a tip that fractured off. There were no reported patient impacts. This is report one of four for this event.